Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, the fse identified that host pc power supply was defective. The fse replaced the host pc along with the cmos battery and loaded new license files onto the system. After replacement of the host pc and the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system will not boot and is stuck in the bootup sequence. No patient our user harm reported. Philips has started an investigation of the complaint.